Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the first ablation, the temperature threshold was constantly triggered, and ablation could not be performed. Replacing the cable but the issue persisted. Replacing the qdot micro catheter with a new one resolved the problem. Then immediately after inserting the new qdot micro catheter into the patient's cardiac cavity, the catheter display was unstable (fading in and out). Replacing the qdot micro catheter with a new one resolved the issue. There were no issues affecting the procedure and it was completed successfully without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-dec-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 24-dec-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to biosense webster (bwi) for evaluation on 17-dec-2025. A visual inspection evaluation, magnetic sensor functionality, temperature, impedance and irrigation test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no visualization issues were observed. A temperature, impedance and irrigation test was performed and the results were found within specifications. No temperature or irrigation issues were detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The temperature and visualization issues reported by the customer could be related to the blood material inside the pebax; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).